Event description:
It was reported b that during a lap assisted vaginal hysterectomy procedure, the device would not open while on tissue. The device was cut off of tissue, however, it was not on any vessels, and therefore it was reported that there were no bleeding issues. Another device was opened and used to complete the procedure. There were no adverse consequences for the patient or changes in care reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. The cutting of the test media was performed as expected. The device was disassembled and no jaw damaged was noted. There was no tissue extruded through the I-blade, nor any tissue stuck in the apex of the jaw. The jaws were not bent nor was the I-blade distorted.